Event description:
Report received from the USA stating that the device "cannot attach to motor". The device was not being used during surgery. It is unk if injury or medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device has not been received by depuy synthes power tools. If add'l info becomes available, a supplement report will be sent. (B)(4).